Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they were wetting on themselves too much. Patient said they have been using 3-5 pairs of underwear a day. Patient increased stim on program 6 and couldn't feel stim. Reviewed option to change programs. Patient changed to program 7 and increased stim to 3.4., patient didn't want to increase any higher. Patient said they did have a fall and when they fell, they fell on their side where the device is. The patient was redirected to their healthcare provider to further address the issue. (Con): additional information was received from the patient on 2024 10-28. They reported that the fall caused the device not to work

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that this issue had not yet been resolved but that they planned to meet with their doctor and a manufacturing representative (rep).